Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepencies were found. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). This spplemental report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This spplemental report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. All the components have been inspected. The returned product doesn¿t confirm the reported event. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.